Manufacturer narrative:
The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. Upon inspection, the hrc technician determined that the lift arm was loose due to the fixture holes being worn out of shape on the lift mast. The lift mast was replaced to resolve the issue. Based on this information, no further actions are required. Although there was no patient injury reported, if the malfunction of a loose lift arm were to recur, it could result in injury or death, therefore hillrom is reporting this event.

Event description:
The customer alleged the slingbar was loose. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref #(B)(4).

Event description:
The customer alleged the slingbar was loose. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
Hillrom is in the process of reviewing the reported event. A site inspection is pending to determine the cause of the reported malfunction.. All additional and relevant information that is identified following completion of the review will be submitted in a supplemental report.